Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory charger to the sonicare easyclean power toothbrush system. No lot information was provided. Customer contact information, phone number and email address were not provided. The complaint was received from a consumer in (B)(6). Analysis results: product will not be returned to confirm a malfunction has occurred.

Event description:
The consumer reported that their easyclean power toothbrush charger adaptor burnt incident. There was no indicated property damage and no injury reported.